Event description:
It was reported that while in the vascular radiology department the berman catheter was inserted and "the balloon broke without any move of the balloon or the catheter whereas it was inflated in a cardiac cavity. There were no reported clinical consequences for the pt but a second catheter needed to be used." There was no reported pt death or injury. Medical/surgical intervention was not required. There was another attempt at the procedure and this was successful. No pt complications reported and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.